Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. Since (B) (6) 2010, the patient obtained blood glucose readings on the reported meter that were inaccurately high compared to her expected values, such as 200 mg/dl, and 242 mg/dl. On (B) (6) 2010, the patient obtained the reading of 202 mg/dl on the reported meter, and based on this reading, took an increased dose of insulin: humalog insulin six units and 70/25 insulin 24 units. Afterwards, the patient experienced the symptoms of weakness, shaking and she felt faint. The patient administered self-treatment with honey and glucose tablets; she did not seek medical attention. The meter test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading, and received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.